Manufacturer narrative:
The sample device is indicated as available for evaluation. Argon has made three good faith requests for the return of the device, however, as of the date of this report it has not been returned. Without such evidence, a root cause cannot be determined. If additional information is provided, a follow-up report will be provided.

Event description:
The picline brokes at level with transparent attachement point. Patient will have to undergo a new general anesthesia to rest a catheter. Her exit from hospital is shifted (scheduled the next day). Disruption of family organisation (the parents took sick child days off for the exit of their daugter)

Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.